Event description:
Related manufacturer report number: 2017865-2024-01309. During an in-clinic follow-up, episodes of noise that led to oversensing and low impedance was detected on the right atrial (ra) lead. An x-ray was performed and showed no abnormalities. The suspected cause of the event was due to a subclavian crush. The ra lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.